Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that noise was observed on this right ventricular (rv) lead. The noise was oversensed, leading to pacing inhibition and inappropriate anti-tachycardia pacing (atp). The patient is reportedly pacemaker dependent and asystole for a period greater than two seconds was observed. The patient underwent a revision procedure during which the pace/sense portion of this rv lead was abandoned and a new rv lead was placed. The patient's cardiac resynchronization therapy defibrillator (crt-d)remains in service. No additional adverse patient effects were reported.